Event description:
It was reported that the powersail would not cross a lesion in the circumflex artery. When the device was pulled back, the balloon broke, leaving a piece of balloon material on the guide wire. The balloon piece was successfully retrieved.